Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin had shots through infusion set during priming process. The customer's blood glucose level was unknown. Customer also reported grooves on reservoir and battery compartment, insulin pump need to be reset and random no delivery alarms on insulin pump. The insulin pump will not be returned for analysis.